Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate shock for atrial fibrillation from the cardiac resynchronization therapy defibrillator. The device also exhibited premature battery depletion. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Longevity calculations were performed and the battery depletion was normal. The device was tested on the bench, which includes impedance, sensing, pacing, and high voltage shock and the device was normal.